Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported experiencing a "stinging" sensation every night, which stopped after the last carelink transmission. This prompted the patient to inquire whether the device was not working. The device remains in use. No patient complications have been reported as a result of this event.